Manufacturer narrative:
(B)(4). Device manufacture date: october 16, 2015- october 19, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed liquid inside the housing. Functional testing revealed that the direct cause of leakage inside the housing was due to missing a film-wrap. The reported condition was verified. The cause of the missing film-wrap could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume experienced a leak into the housing after filling with saline. There was no patient involvement. No additional information is available.